Event description:
It was reported by the customer that the bd pyxis medstation es system patient information is not crossing. The customer reported that user prevented accessing medication to patient which caused delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d3, d5, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were failing to cross. The technical support specialist found that it was an issue with mhs genesis. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that the pyxis medstation es system patient information is not crossing. The customer reported that user prevented accesing medication to patient which caused delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11: updated. Upon investigation of the actual device used in this incident, it was determined that the orders are not crossing to station due to software issue. A technical support specialist verified with the customer that the problem had been addressed by the admit, discharge, transfer (adt) team. The system functioned as intended after the technical support specialist troubleshooted the device.